Manufacturer narrative:
H10: the faulty part was returned to philips, and a failure investigation was performed. The conclusion/root were reported as follows, "the touch screen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.

Event description:
Philips received a complaint from service engineer, reporting that the v60 ventilator multiple issue with device,. It was unknown how the issue was found. No patient or user harm reported. A philips service engineer (se) noted that the following issues with the device - the screen does not work properly, and does not improve even when it is calibrated; a power cable is needed to prevent the device from failing the electrical tests; the keypad has a slightly damaged cable. The philips service engineer reported that the touchscreen was replaced. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily.